Manufacturer narrative:
It is reported that during treatment of a right external iliac lesion the distal edge of the 10x40 smart control stent ((B) (4)) did not expand upon deployment and caused the stent to migrate 15 cm distal to the area it was intended to be deployed. Two 10x30 smart stents were implanted overlapping at the level of the lesion in the external iliac artery to cover the lesion completely. The lesion was 35mm in length with 80% stenosis. The lesion was a mildly tortuous vessel with moderate calcification and eccentric plaque. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician held the handle of the smart control sds flat and straight outside the patient per IFU. The stent remains implanted and the lot number is not known; therefore product analysis and device history review is not possible. Based on the available information no conclusion can be made regarding the incomplete expansion of the distal end of the smart control resulting in migration; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
It is reported that the distal edge of the smart control stent did not expand upon deployment and caused the stent to migrate 15 cm distal to the area it was intended to be deployed. The target lesion was the right external iliac, lesion was 35mm in length with 80% stenosis. The lesion was a mildly tortuous vessel with moderate calcification and eccentric plaque. No difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The physician held the handle of the smart control sds flat and straight outside the patient per IFU. Two additional stents were placed (both 10 x 30mm smart stents to cover the lesion completely). They were overlapping at the level of the lesion in the external iliac artery.

Event description:
Per oos, this device is in back-up mode and could not be programmed. Per technical services, our representative was unable to obtain a ram dump from this device on (B) (6) 2010 and was later replaced with a lumax 340 hf-t, (B) (4).